Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, the 980 ventilator generated an error message: "background fault detected/ventilation continue as set/while on patient" and was registering circuit disconnect and occlusion alarms. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event. The service engineer (se) inspected the device and found an error code in the logs and a user interface (ui) board communication alert. The se reseated the graphical user interface (gui) cables and ui connections. The se completed electrical safety test, calibrations and extended self-testing on the device and all tests passed.